Manufacturer narrative:
The device was returned and evaluated following reports of repeated ¿unable to proceed¿ messages during a supply change. Visual inspection identified no abnormal wear or damage to the device. Functional testing confirmed the motor was able to prime and rewind fully without issue, and a dry run was completed successfully beyond (B)(4) units. Review of motor logs showed the device was receiving cgm glucose readings and requesting insulin doses prior to shutdown, indicating normal operation. Motor current analysis demonstrated a gradual exponential ramp during the reported ¿unable to proceed¿ events rather than the abrupt current spikes expected with a motor or gear train hardware fault. Based on these findings, the reported issue could not be reproduced and no device fault was identified.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ messages during a supply change on the ilet, including at the fill tubing step, despite a successful dry run, no restart alerts, correct supply change steps, and no reuse of insulin. Symptoms included interruption of insulin delivery with risk of glycemic instability. Outcomes included use of backup therapy and shipment of a replacement device. Investigation included review of device alerts, confirmation of procedural adherence, and collection of lot and device identifiers. Investigation of this case revealed recurrent inability to proceed without identifiable user error or alert-based guidance. It was concluded that the device exhibited a malfunction during supply change that prevented normal operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.